Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from japan by a field clinical specialist, during device preparation for a transcatheter aortic valve replacement using a 23 mm sapien 3 ultra resilia valve, a small, transparent foreign particle resembling vinyl was observed near and adhered to the strain relief area of the esheath+ immediately after opening. The device was not used, and a new, single unit esheath+ was used to proceed. While preparing a new esheath+, the particle on the first esheath+ became wet and turned adhesive, suggesting it may be a coating or similar material. The patient did not experience any injury.